Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. There was no reported adverse impact to the customers blood glucose level. No additional information was provided by thecustomer. Although requested, the customer declined troubleshooting with tandem technical support.